Event description:
The officer responded to a 911 call, for a hanging, down time of about 30 minutes. Disposable defribillation electrodes were attached to the pt. The device indicated connect electrodes and use of the device was inhibited. A back up device was made available and care to the pt was continued. The pt was not resuscitated. The reporter stated the pt's outcome was not due to device operation. The reporter's opinion was based on the long down time of the pt. The reporter stated the pt had not been shaved before the electrodes were attached. The reporter stated the pt was not very hairy, the department medical director has requested that male pts not be shaved before the electrodes are attached.